Event description:
A caller reported a cgm error 42 which was related to the sensor. There was no adverse impact to the customer¿s blood glucose level as the error did not persist after troubleshooting. Technical support provided guidance on resetting the pump, and the caller successfully initiated a new sensor session without further issues.